Event description:
It was reported that bending not able to go all the way through, too thin. Happened during a case. Surgeon was not able to complete the procedure, cross reference MDR: 9610617-2024-00505.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).